Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with the meter. Results as follows: date: (B)(6) 2011, inratio results: 5.9, 2.9. Date: (B)(6) 2011: inratio results: 5.0, 5.6, 6.2. Pt's therapeutic range is 2.5-3.5. Pt hasn't performed any lab correlations.